Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became stuck down causing button alarms to be triggered. There was no impact to customer's blood glucose level. Reportedly, customer has back up manual injections and humalog for insulin therapy.